Event description:
Complainant alleged that the clinicians were attempting to cardiovert a pt (age unknown) with the device in sync mode. The clinicians attempted to administer a shock to the pt at 200 joules, but the device did not discharge, but the screen displayed a "defib fault 108" message. The clinicians then obtained another device to cardiovert the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.